Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis found when programmer was first turned on, unable to select with the stylus. Stylus was pushed on and had intermittent issue. Unable to select consistently from screen with stylus. Analysis also found the tab of power cord bay door was broken.

Event description:
It was reported the touch screen is not working. The programmer was returned for repair. No patient complications were reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.